Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings: on investigation, the alleged line through display issue was not duplicated. The pump powered up to a clear and legible display screen without any extra or missing lines. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).